Manufacturer narrative:
Corrective action has been taken to further highlight user instruction warnings with respect to potential placement effects.

Event description:
It was noted towards the end of a knee replacement surgery that, the tip of one of the two temporary fixation pins used for the tracking reference on the tibia was missing, when the pin was removed and that it was lodged in the tibia. A fluoroscope was used to locate the tip and the fragment was successfully extracted. The surgery was extended 30 to 40 minutes. The surgeon indicated that the pin had likely been placed through an area of the proximal tibia, where the keel of the tibial baseplate was to be positioned such that, the pin was cross-impacted while broaching for the keel. There were no further effects during the surgery, and the patient has not incurred any post-operative effects since.